Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, a deployment issue occurred. The patient presented with internal carotid artery stenosis. The 40mm adapt stent delivery system (sds) was advanced to the target lesion but the stent did not deploy. The complete system was removed. No patient complications were reported and the procedure was completed with another of the same device. However, device analysis revealed a shaft fracture. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device revealed there was a significant bend/curve in the shaft near the distal tip. There was no damage to the guide wire exit notch or distal tip. The stent was correctly positioned. The outer shaft was stretched and separated in multiple locations on the distal end of the catheter. Functional testing to deploy the stent could not be performed due to the separated shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).